Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. The model# was not provided.

Event description:
A (B)(6) customer received a blood glucose reading of 124mg/dl on the contour xt. He injected 34 or 36 units of insulin instead of the usual 32 units. One and a half hours later he experienced hypoglycemic symptoms, retested his blood glucose and the reading was 33mg/dl. He then ate some glucose. The customer was advised to return the test strips for evaluation.